Manufacturer narrative:
The device was received for evaluation. During functional testing, an issue with its speaker \was reproduced as a distorted audio. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with its speaker during unspecified process step. There was no patient involvement. No additional information is available.